Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of palpitations and shortness of breath, and was found to be in atrial fibrillation (af) with heart block. The device was found to have experienced premature elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.